Event description:
Patient had an integra disposable lp drain in place. When patient arrived from picu, the admitting nurse was unable to change the level of the lp drain. The moveable piece to set the level at cm of h20 was stuck at the top of the drainage system. Physician changed the entire drainage system without incident. The manufacturer has since provided replacement parts.